Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose ranged from 200 mg/dl to greater than 600 mg/dl which was addressed with a bolus via the pump. Reportedly, the supplies were changed to address the event.